Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04424. It was reported that stent dislodged and stent damaged occurred. The target lesion was located in the tight left anterior descending artery (lad). A 3.00 x 32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion despite several attempts. When the device was removed, it was noted that the stent shifted on the stent delivery system. Another 3.00 x 16mm synergy ii drug-eluting stent was advanced but also failed to cross the lesion despite several attempts. When the device was removed from the patient, it was also noted that the stent had migrated down the catheter and the stent struts were lifted and distorted. No patient complications were reported.